Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and vertebra screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of 3 of the 8 vertebra screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and these placements were corrected at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to these deviating placements. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 1-2hrs. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the screws at right t6, t7, t9 placed with the aid of navigation deviating by ca. 3-4mm superior from their intended target position, was one, or the combination of both, of the following factors: a movement of the patient reference array of the navigation system due to an insufficient rigid fixation (as detected by the user) and/or inadvertent forces indirectly applied during the surgery (e.g. During instrumentation) to the reference array after the registration of the patient scan to navigation was performed. Several reference array movements were detected by the navigation software with it issuing warnings to the user of a potential inaccuracy. Movement of the reference array disrupts the coordinate system established during patient registration and causes a deviation between the registered pre-placement image scan on which navigated instruments are tracked, and the actual patient anatomy. Relative movement of the anatomy between the vertebrae operated on (t6,t7,t9) and where the reference was placed on (t10 and later t9). Operating on a different vertebra than where the reference array is fixated to or operating over multiple vertebrae without repositioning the reference array and reregistering the patient, and while using instruments that require high forces (e.g. To create the pilot holes in the bone) can cause anatomical movements of the vertebrae during surgery that cannot be recognized or compensated by the navigation software, thus resulting in navigation inaccuracies. Apparently, the resulting deviation between the registered pre-placement patient image scan in the navigation display and the actual patient anatomy during the surgery was not recognized by the surgeon with the appropriate and necessary navigation accuracy verification throughout the surgery, during screw preparation and placement of the affected screws. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the thoracolumbar spine for a right vertebral body tethering t5 to l1, due to scoliosis, with intended placement of 9 lateral vertebra screws on the right for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: with the patient in lateral position on left side, attached the navigation reference array on the spinous process of vertebra t10. Acquired an intra-operative CT scan with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Used the navigated pointer to plan the trajectories for the screws in t11 to l1, and prepared the vertebrae (pilot holes) with a navigated straight probe 3.5mm. Threaded the pilot holes using a non-brainlab tap, and placed the t11 to l1 screws using a non-brainlab screwdriver following the pilot holes, both instruments calibrated to navigation for position display on the scan. Planned the t10 to t7 trajectories with the pointer, and placed the lateral vertebra screws with the same navigated method as above. At t6, while planning the trajectories with a non-brainlab port device, determined that the accuracy of the navigation is questionable, and decided to perform a new intra-operative CT scan with automatic image registration to navigation. When removing the navigation reference array from t10, to place on t9 for the new registered scan, noticed some movement of the navigation array in downwards direction had likely occurred at some point of time during the surgery. Determined from the new scan already that the t8 screw tip was deviating from its intended position, with the screw trajectory angling to the t8/t9 disc space, needing a re-placement of the screw. Placed the t6 screw using the new registered CT scan with the same navigated method as before, and determined with the navigated pointer that this t6 screw placed deviated from its intended position angled to the disc space. Decided to continue the surgery with conventional methods not using navigation, and removed and re-placed the t6, t8 and t9 screws, since these were originally angulated with their target point deviating to the disc space by 3-4mm superior from their intended position. Did not place the originally intended t5 screw, completed the surgery successfully as intended, and closed the patient. According to the surgeon: the deviation of 3 of the 8 vertebra screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and these placements were corrected at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to these deviating placements. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 1-2hrs. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.